Manufacturer narrative:
Corrected data: device was not returned. Additional information: gender, weight. An event regarding a seating/locking issue involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
During a triathlon primary knee procedure a triathlon x3 tibial insert was inserted, the implant did not seat as expected. The inserts metal locking wire was broken and another insert was used. It was not known whether the locking mechanism broke during the insertion or if it was broken before the insertion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a triathlon primary knee procedure a triathlon x3 tibial insert was inserted, the implant did not seat as expected. The inserts metal locking wire was broken and another insert was used. It was not known whether the locking mechanism broke during the insertion or if it was broken before the insertion.